Event description:
Repair center alleged the unit was alarming/red light and that the capacitor has a short circuit. Per independent repair statement, the unit was alarming or red light. Key failure was the capacitor had a short circuit. Additional malfunctions were the tie wraps were defective and the muffler housing/barb was cracked.